Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the singular x-ray image does confirm a dislocation event. It is noted that the acetabular cup is positioned with more anteversion than would be recommended by depuy. The acetabular devices implanted in this patient are not however depuy manufactured. This is not recommended by depuy and is considered off-label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
Additional information was received stated that on 2-24-2021,patient had a hip revision utilizing an lps proximal femoral replacement due to a failed prosthesis from another vendor. The other vendors cup was left in place. After subsequent dislocations, the cup was removed and revised to a pinnacle cup with a dual mobility liner on (B)(6) 2021. The surgeon also choose to change the length of the proximal femur by exchanging segments.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a proximal femur replacement leaving a well fixed cup from another manufacturer that was not constrainable due to small size. Dislocation occurred and patient was revised. Surgeon chose not to constrain after trial dual mobility due to patient age. A pinnacle dual mobility was utilized and femur was lengthened by changing segments. Doi: unknown dor: (B)(6) 2021 right hip.